Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue; guide catheter: hyperion 6f spb3.5. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending (lad) artery with moderate tortuosity and moderate calcification that was 75% stenosed. Resistance was not felt during advancement of the 3.0 x 15 mm nc traveler rx balloon dilatation catheter (bdc) through the lesion for pre-dilatation and it crossed successfully. The balloon ruptured during the first inflation at 14 atmospheres held at pressure for 30 seconds. A non-abbott bdc was used to complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.